Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography revealed a type 3b endoleak. The physician also identified an occlusion of the left common iliac artery. The secondary has not been scheduled yet. The patient is in stable condition.